Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition, noise, and recorded two signal artifact monitor (sam) episodes. Technical services (ts) reviewed the data and noted the minute ventilation (mv) sensor vector switched in the first sam episode, then disabled in the second sam episode. It was noted the pacing inhibition up to four seconds. Ts also noted the noise appeared to be electromagnetic interference (emi). No adverse patient effects were reported. This crt-d remains in service.